Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm. On 07/05/2024, the patient woke up with a low blood sugar reading of around 35 mg/dl on her g7 mobile app and insulin pump. During this time the patient reported that she had seizures was hospitalized. The patient could not remember what happened the day of the event and could not provide exact details. She stated that she was discharged after she stabilized. According to the patient, the dexcom stopped working (the wearable failed) and this was the reason she was hospitalized. In addition, she stated that per her doctor, her insulin pump wass releasing too much insulin that caused her reading to go low. At the time of the report, the patient was doing okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, although the patient reported being hospitalized, there was no information about how long the length of stay patient was in the emergency room. Multiple follow up attempts were made to gather additional information; however, contact was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.